Manufacturer narrative:
For the investigation the provided logbook was analyzed and the device was checked on site. Despite of several tests including a long-term running test the described failure could not be reproduced. However the logged error entries show that the root cause for the reported stop of ventilation were detected rotation speed deviations. In case this failure is detected several times in a row, the technical alarm "blower defect" is generated. The device will switch to patient safe mode and ventilation stops. The high priority alarm "device failure" will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device failure wasn't reproducible during the subsequent endurance test and therefore the cause for the rotation speed deviation is considered to be a isolated, temporary deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina was alarming "device failure" and stopped ventilating on a patient. The patient was moved to the ICU. There was no injury to the patient.